Event description:
It was reported the patient experienced intermittent stimulation on all lead programs. Diagnostic testing indicated electrodes 1-8 reflect high impedances. The sjm representative met with the patient for reprogramming and was able to provide effective stimulation using the unaffected electrodes. In addition, x-rays revealed there appeared to be an anomaly of the lead. Surgical intervention may be taken as the next course of action.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient underwent surgical intervention on (B)(6) 2018, where her lead was explanted and replaced. It was noted during the procedure, the physician explanted and replaced the patient's ipg as a troubleshooting step, since the new lead continued to reflect high impedances while connected to the existing ipg. Postoperative, the patient reported effective stimulation coverage.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.